Event description:
Huachen zhang, youle su, shikai liang, xianli lv; neuroscience informatics; 2024; 4; transarterial avm embolization using tsinghua grading system: patient selection and complete obliteration; doi.org/10.1016/j.neuri.2024.100160. Literature was reviewed regarding 'transarterial avm embolization using tsinghua grading system: patient selection and complete obliteration.' The time frame of this study was '(B)(6) 2019 to (B)(6) 2021.'' The following medtronic devices were used: onyx-18 embolization and marathon microcatheter. Deaths occurred in the study population: 'no, there were no deaths in the study population.' Among patient adverse events included: complications: (B)(4) bleeding incident (B)(4) caused by the withdrawal of an entrapped microcatheter. (B)(4) ischemic complications (B)(4) caused by inadvertent embolization. () recovery: all complications were encountered in (B)(4) patients (B)(4) who recovered completely at follow-up. Complete occlusion: complete obliteration of avm was obtained in (B)(4) patients (B)(4). () procedure details: (B)(4) arterial pedicles were embolized across (B)(4) sessions with a median of (B)(4) pedicles per session. () no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.